Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the charging cable melted while plugged into the power outlet. No impact to the customer's blood glucose was the pump was charging at the time. The customer received a replacement charging cable.